Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: suture was removed from needle right after opening the package; physician took time to take another suture prolonged surgery will affect patient's recovery after anaesthetics. After using needles were removed from suture, needle was still within forcep. Hospital has disposed as per their procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the additional anaesthetics that the patient received when the surgeon was obtaining another suture affect the patient¿s post-op recovery? If yes, please provide specific details on how the patient was affected. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? Please provide procedure name and date. Status of product return / follow up. Note: events reported in 2210968-2020-04692, 2210968-2020-04693, 2210968-2020-04694 and 2210968-2020-04695. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, after few stitches, the suture thread pulled out from the needle swage. The needle still was held by forceps. It took the doctor more time to replace another needle. The surgery was prolonged. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2020 additional information: d10 h3 evaluation: one detached needle of product code w3442, lot pbu150 was received for analysis. During the visual inspection of detached needles, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and no suture remnant was noted. Slightly marks were noted on the body needle. In addition, the suture was not returned for analysis, to determined the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of pull off . The reported complaint is verified. Note: product returned to support investigation of pull off will be captured in follow up reports for: 2210968-2020-04693, 2210968-2020-04694 and 2210968-2020-04695. Analysis results have been included in follow-up reports for each. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.